Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery lesion. A 6x200 mm armada 35 ll balloon dilatation catheter (bdc) was prepared before patient use. The bdc was advanced to the target lesion for pre-dilation without issue. However, during the first inflation, the balloon ruptured at 4 atm. An additional 6x200 mm armada 35 ll was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.